Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367. The patient was connected at the time of the alarm. This occurred during dwell cycle one in peritoneal dialysis therapy. The technical services representative assisted the patient in clearing the alarm. The tsr initiated a swap of the homechoice device. The patient was to finish therapy with manual supplies. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.